Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that they were hospitalized for stomach flu and has been off the pump for four days while in the hospital. Thereafter, the customer mentioned that the insulin pump would have a blank display after inserting new batteries. The customer was informed that energizer aaa alkaline batteries are most effective. The customer did not have energizer batteries, but the customer inserted new duracell batteries and the screen returned on the pump. The customer's insulin pump worked as designed after new batteries were inserted in the insulin pump. The customer was informed that a new battery cap will be shipped to them out of courtesy. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.